Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that the t-wave oversensing algorithm of the defibrillator did not work as expected. The measured r wave amplitude was too high. The patient received an inappropriate shock. There was also lack of information in the manual on how to handle this kind of situation. The device remains in use. No patient complications have been reported as a result of this event.